Event description:
Literature was reviewed regarding the impact of heart transplant allocation change on outcomes among patients with left ventricular assist devices (vads). The authors described patient deaths while on the waitlist for heart transplantation; however, the causes of death were unknown. There were patients who required dialysis or mechanical ventilation at the time of listing or at the time of transplant. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/55 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of heart transplant allocation change on waitlist mortality and posttransplant mortality in patients with left ventricular assist devices. Circulation: heart failure. 2024. 17:e011621. Doi: 10.1161/circheartfailure.124.011621 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.